Manufacturer narrative:
.This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter: company rep.

Event description:
It was reported that the implantable cardiac monitor exhibited an error message displayed informing the user the diagnostics could not be viewed. The device remained implanted.